Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh, avaulta anterior biosynthetic support system and avaulta posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent extensive peritonectomy, lavh, transposition of bso, anterior colporrhaphy, enterocele repair, bilateral sacrospinous ligament suspension of the vagina, cystoscopy, bilateral pudendal on-q continuous anesthesia delivery system, photographic series for documentation and staging purposes of possible endometriosis due to chronic sui with symptomatic vaginal relaxation, uterovaginal prolapse with related dyspareunia, chronic menorrhagia secondary to leiomyomata uteri, chronic dysmenorrheal and acute hematuria . It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent tot and avaulta mesh revision on (B)(6) 2006 due to chronic urge incontinence, hx of sui, status post tot tape placement and anterior avaulta mesh, with complex fibrosis underneath the urethra from the sling and mesh having fibrosed together. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary frequency and dysuria. (B)(4).